Event description:
The patient was seen by orthopedic surgeon for followup of open reduction internal fixation surgery (right intertrochanteric hip fracture) done at this hospital. At the nursing home, the patient received physical therapy and had onset of increased pain. The patient was doing limited walking but walking was limited secondary to hip pain. An ap pelvis, ap and lateral x-ray views of hip done in the orthopedic surgeon's office showed the sideplate of the compression hip screw pulled away from the bone. One of the screws was fractured. The patient fracture has subsided into a varus position. Surgeon performed a total hip replacement conversion to repair the non-union failed orif. The patient progressed in stable condition through the post-op period and was transferred to skilled care for therapy.